Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was sticking. There was no reported adverse impact to the customers blood glucose level. Customer declined additional follow-up with tandem technical support; therefore, no additional information was known or reported.